Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure type: kyphoplasty it was reported that intra-op, there was an occurence of cement extravasation. There is no known impact or consequence of the reported event on the patient. The adverse event was determined to be related to the procedure.